Event description:
The MFR received info from a third party service center alleging a connection issue with the ventilator's power cord. The device was not in pt use. The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR. A f/u report will be submitted when the MFR's investigation is complete.